Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system interface had issue. A technical support specialist found that the cce services carefusion cce (med) (cce service) and carefusion cce (med) (system) were stopped. The startup type was changed from 'disabled' to 'automatic,' and the services were restarted. The customer confirmed that the pis down notices cleared and patient data was displaying accurately without error or interruption. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had interface problem. The customer reported being unable to reach the cce from the server. When querying in ssms, the cce appeared as disconnected for the past two hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.